Event description:
It was reported by service report that the fowler would not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: set screw for fowler limit switch out-of-calibration.